Manufacturer narrative:
Other applicable components are: product ID: 748251, serial# unknown, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep and confirmed with the hcp. It was unknown when the patient first started experiencing the erosion. No cause was known. It was reported the battery was explanted on (B)(6) 2018. Patient weight was unknown. No further complications were reported as a result of this event. Additional information was received from a consumer. It was reported when they explanted the old battery, they had to cut two "electrodes" behind the patient's ears. Today, in surgery, they could only reconnect one side but not the other because the wire was frayed. The next steps were unclear. The caller was wondering why they cut the wires the way they did. No further complications were reported as a result of this event.

Manufacturer narrative:
Other applicable components are: product ID: 3389-40, lot# j0417907v, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that the patient was re-implanted, and clarified that it was the lead and not the extension that was "frayed." The rep reported that the issue was with the connection between the extension and the lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The rep reported that they were notified this afternoon that the patient's ins was eroding through the skin and was going to be expl anted. No device issues were reported. No further patient complications have been reported as a result of this event.